Event description:
Reporter indicated the patient had generator replacement surgery performed on (B)(6) 2012. Immediately prior to the surgery, device diagnostics indicated high lead impedance for normal mode testing and ok results for systems testing (neos = yes for both tests), indicating the generator was likely not able to deliver the intended current due to the end of service condition. As systems diagnostics indicated normal device function, a lead malfunction was not suspected. Device diagnostics with the new vns generator and resident lead were within normal limits. Reporter indicated the change in seizure pattern were felt to be due to the vns 'wearing down'. No events precipitated the change in seizure pattern. No interventions other than increasing the vns settings were performed. The explanted generator was returned for analysis on (B)(4) 2012. Generator end of service was identified in the pa laboratory and determined to be the result of normal expected battery depletion, based on the battery life analysis (0 years remaining for estimate) and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Reporter indicated a vns patient was noted to have occasional breakthrough seizures, and that recently the seizure pattern has changed and the seizures are less frequent but with increased intensity. Vns settings were increased as an intervention. The reporter indicated the patient's seizures have improved overall. Prophylactic replacement of the vns generator is planned, but has not occurred to date. Attempts for further information are in progress.

Manufacturer narrative:
The incorrect event date was inadvertently reported on the initial MDR report. The correct event date is provided.